Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control regarding preventive maintenance of their device. During evaluation physio-control observed that customer's device has logged an event code in it's memory that is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced therapy pcb assembly at the product assessment center (pac) and was not able to duplicate reported issue. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted physio-control regarding preventive maintenance of their device. During evaluation physio-control observed that customer's device has logged an event code in it's memory that is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involved in the reported event.